Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective auto zero valve. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration failed and technical event 233003.